Event description:
The reported event was not duplicated during analysis of the returned generator. The set screw shows that the hex socket depth is 0.050 inches minimum. The returned torque wrench shows that approximately 0.020 inches of the hex shaft end was damaged, rounded (non-hex shaped). These measurements suggest that the torque wrench was not fully engaged into the setscrew hex socket. Therefore, the torque wrench not fully engaged into the setscrew hex socket may have been a contributing factor for the reported event. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than visual anomalies, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
During generator replacement surgery, it was reported that when the new generator was attached to the lead the setscrew did not click when the screwdriver was used. It was reported that the screwdriver kept spinning. The surgeon decided to use another generator since an accessory pack was not available to confirm whether the issue was with the generator setscrew or screwdriver. The generator and setscrew were returned for analysis. Analysis is underway, but has not been completed to date.